Event description:
Pt presented with abdominal aneurysm and dissection. Two kissing balloons were used to predilate the aortic bifurcation. The dual lumen catheter was up and over. A meier wire was introduced up into the aorta. Access and deployment of a 25-16-120bl bifurcated device and a 25-25-75l proximal extension were uneventful. Under fluoro, the renals could not be located. At this point, the physician noted that the devices were inadvertently deployed into the false lumen of the dissection. The pt was converted to open repair, and a surgical graft was sewn in. Blood flow was not completely restored due to the distal limbs and the dissection appeared to have propagated into the thoracic aorta. The pt was transferred to another hospital for thoracic evaluation and treatment. Pt was reported to have died at that hospital. No further details are available.

Manufacturer narrative:
Additional info for proximal extension: model no. 25-25-75l; lot no. W09-1786-005; expiration date: 07/01/2012. Evaluation results pending. Review of lot records/work orders, prior reports. No issues were noted. Device was used off-label. No conclusion can be drawn at this time.